Event description:
It has been reported to philips that after the patient had been anesthetized and catheterized for a planned neurovascular procedure, the allura system stopped working. The staff attempted system restarts but after twenty minutes there was no recovery and the patient was moved to another room and the procedure completed successfully. No harm has been reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips investigated the reported issue. Investigation showed that the system stopped functioning during the procedure as the host pc crashed. The philips service engineer confirmed that the host pc was defective. The engineer replaced the host pc and the system was returned to use in good working order.